Event description:
It has been reported to philips that, flexvsion monitor was not starting up. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not coming up. Upon functional testing, fse found that system is stuck and not booting up. Fse replaced flex vision pc and media wall pc. After replacement of flex vision pc system was returned to use in good working order. The codes were updated based on the investigation outcome.